Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window and scratched case.

Event description:
The customer reported via phone call that they received a motor error alarm during fill tubing and a motor position encoder error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to high magnetic fields but not prior to alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.